Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 12-aug-2020, UDI#: (B)(4); product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 12-aug-2020, UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep reported healthcare provider (hcp) had difficulty removing the old lead and now he's has trouble inserting the lead beyond past 3 contacts. Recommend serial was for lubrication and for hcp to insert lead with twisting motion. Rep wasn't able to see if the lead was flatten by setscrew or any noticeable damage to it.  Rep said lead was partially inserted into ins with only 5 working contacts.

Manufacturer narrative:
H.10: note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue was regarding the same lead, it was a paddle and did not get replaced. Only part of the lead was able to be put into new battery. 5 contacts wnl. The other contacts were over 40 ,000 because they could not be seeded.

Event description:
Additional information received from the manufacturer representative reported that the cause was not determined. Nothing could be done to resolve the contacts sticking out of the implant. Programming was done on the available contacts and the patient reported good relief.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Product ID: neu _unknown_lead, serial# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.